Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that ins was replaced (B)(6) 2022 and hcp plans to replace the lead as there are contacts with high impedances. In the meantime, caller was programming the patient today and gave patient group c with 2 programs which was a combination of group c and group d that they had on their previous 97702. Caller reported, on group c, patient is feeling stim come and go despite staying in the same position and programming isn't using any of the electrodes with high impedance. Caller was not seeing any alerts on the tablet while programming. Tss had caller re-run electrode impedances which showed that contact 8 was "avoid" with all pairs as 40k ohms. Group c was programmed with program 1 using contacts 9, 10, 11, 12 and program 2 was using 11, 12, 15. Caller checked all pairs involving the contacts used for group c and all were between around 683-895 ohms. Caller stated that impedances have been high for "a while" and it was unknown when mdt first became aware of the issue. The issue was not resolved through troubleshooting. Tss reviewed feeling stim go off/on may still be related to impedances in the system or it may just be how patient feels that particular group (given that it was a combination of 2 groups from programming used with 97702). Tss suggested turning off one of the programs to see if patient feels consistent stim with one program at a time. Ins was not yet registered in drs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported no surgery planned as of now, unk if there will be one or when. Pt has 2-3 other programs he is using but the program with the on/off issue is still doing that.

Manufacturer narrative:
Continuation of d10: product ID 97702 lot# serial# (B)(6) product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.